Manufacturer narrative:
Results: (B)(4) tubes were received but not evaluated as this complaint falls within the scope of (B)(4). Conclusion: no root cause has been found. CAPA (B)(4) has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the bd vacutainer® plus plastic serum blood collection tubes had stopper pop off. No injury or medical intervention reported.